Event description:
The following was reported to hamilton medical ag: loss of external power. Battery fully drained during ventilation. Patient safely changed to another ventilator. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d2a, d4, g4, g6, h2 , h4 and h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power. Battery fully drained during ventilation. Patient safely changed to another ventilator. No health consequences or impact.